Manufacturer narrative:
Additional information: section d4 (expiration date) has been updated based on the returned product download. Sensor 3mh008tt6kd has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. An attempt to scan the sensor and extract data with approved software was unsuccessful. The sensor was sent for extended investigation and additional attempts to scan the returned puck were made; however, a communication issue was observed. The puck was unable to communicate with the evaluation module (evm). Therefore, no further investigation can be performed due to another issue encountered during testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.